Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is a pinhole at the markerband and there is tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.